Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the complete blood count (cbc) lyse tubing was loose at the fitting going to the white blood cell (wbc) bath. The fse re-attached the tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was the cbc lyse tubing was loose at the fitting going to the wbc bath. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was about 8 oz and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment.